Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l9lg, implanted: (B)(6) 2014, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that stim was currently off because the "lead wire was off now" and they were scheduled to have the system taken out because they were "having trouble with it." Caller stated that the lead was no longer working and it was not connected to her ins. Caller stated that the doctor checked it and confirmed that the lead was completely off. Caller stated to have the device removed. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.